Event description:
It was reported post pipeline procedure, the patient experienced blurred vision and nausea in the recovery room and became unresponsive. He was returned to the angio where he was found to have a right pca (posterior cerebral artery) thrombus. Integrilin bolus, alteplase, and integrilin drips were given and the patient was found to have good pca flow. One hour later, the patient had a right hemiparesis, garbled speech, and decreased level of consciousness. A CT scan was performed and found hyperdensity in the right hemisphere consistent with an infarct. The patient was then intubated and had a seizure. He was given keppra and a percutaneous endoscopic gastrostomy (peg) tube was eventually placed in the patient. It was reported the patient had severe oropharyngeal dysphasia and currently in rehabilitation.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).